Manufacturer narrative:
(B)(4). A follow-up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the device did not display a pads ECG waveform and that they therefore could not deliver a shock. The involved patient died. The customer is unable to determine whether the device behavior played a role in the patient outcome.